Event description:
On (B) (6) 2009, company rep stated pt's physician reported on (B) (6) 2009, that the pt had an issue with a kinked infusion set. Company rep reported cs (clinical specialist) contacted pt and the issue was resolved. Cs reported that when she spoke to the pt; she reviewed use of and settings on his infusion device and stated he reported he was only having trouble with elevated blood glucose readings when he uses his left side of his abdomen or his thigh. Cs reported the pt stated that he was filling his cartridge with cold insulin and she reviewed the steps he should take (use room temp insulin, double check the cartridge for bubbles before inserting it into the pump and checking daily for new bubbles) to decrease the potential for bubbles in his cartridge or tubing that could cause elevated blood glucose readings. Cs reported she advised on type of infusion set to use and scheduled a meeting for the following week. On f/u call to pt on (B) (6) 2009, the pt reported he has had ongoing elevated readings for the past yr and they get as high as 400 mg/dl. Pt stated his readings get that high approximately once a month. Pt reported his current blood glucose reading was normal and this morning was 115 mg/dl. Pt stated when he removes the site sometimes there is blood in the cannula or he can see insulin dripping from the end of the cannula. Pt stated he has not had any kinking of the cannula as previously reported by the physician. Pt reported he is reusing his cartridges. Pt stated he was sick a couple of weeks ago and his readings spiked during that time. Pt is not currently having elevated readings at this time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.